Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that their insulin pump does not complete the rewind process. It was stated that the insulin pump will start the rewind process, then it stops half way though and then says rewind complete. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.